Event description:
A colonoscopy procedure was being performed in 2001. It was reported by a nurse to the local ppic sales representative that at some point within the transverse colon, the angulation "cable snapped" and the doctor had difficulty in further advancing of the endoscope. After the instrument was withdrawn from the patient, it was noticed that the bending section of the colonoscope was in a "fixed" position. Fortunately, the doctor had been able to remove the scope from the patient without patient injury.